Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Customer reported that the exeter stem has snapped- left hip. A hole has been drilled into the distal section of the stem to remove it.

Event description:
Customer reported that the exeter stem has snapped- left hip. A hole has been drilled into the distal section of the stem to remove it.

Manufacturer narrative:
Corrected data: product code and common device name. An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through clinician review of the provided x-rays. Method & results: product evaluation and results: no product was returned for evaluation, however three photographs were provided for review. The photographs show a recently explanted stem with a head attached. It is unknown if the head is stryker product. Blood is visible on the stem. The stem is fractured. Clinician review: not performed as the clinical consultant indicated: x-rays confirm break. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the provided x-rays confirms fracture of the stem. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, office/clinical reports, serial x-rays, and examination of the explanted components are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.